Event description:
It was reported that during an unknown procedure, the device was used as normal after opening it. The staples were fallen down and changed to hand sewing. Extended or time about an hour. There was no reported pt consequence and 1 device is being returned.